Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse found that the voltage for the sample probe was out of specification. The cse replaced the 6-inch tubing and 29-inch tubing. The cse also replaced and adjusted the level sense cable and printed circuit board assembly for the sample sensor but the issue did not resolve. The cse then replaced the fluid input/output board and checked the pump voltage, which was acceptable. The cause of the discordant, (B)(6) results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. Additionally, a discordant, (B)(6) result was obtained on a different patient sample. The discordant results were not reported to the physician(s). Both patient samples were repeated on an alternate advia centaur instrument, resulting (B)(6) and matching the clinical picture of the patients. The (B)(6) results for both patient samples obtained on the alternate advia centaur instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.